Manufacturer narrative:
Internal file number - (B)(4). Correction: conclusion code 22 was removed.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported hub separation was confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that is associated to this event. A review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported hub separation is related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, non-tortuous and non-calcified lesion in the right coronary artery. A 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance, and the balloon was inflated twice at 12 atmospheres. The balloon was completely deflated without issue, and no resistance was noted during the bdc removal from the patient anatomy. The bdc was completely withdrawn from the patient in one piece; however, the hub separated from the proximal shaft while rolling the shaft to place it on the tray. A 3.0x15mm xience sierra stent was deployed to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.